Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ message after a supply change, with blood glucose of 400 mg/dl noted. The pump had reset requiring completion of the ilet setup before normal meal announcements and insulin delivery could resume. Investigation included guided troubleshooting, resumption of delivery, and confirmation of body-weight settings. Investigation of this case revealed that insulin delivery could be resumed after completing setup and following start-up best practices, while the specific cause of the hyperglycemia remained unclear. No clinical symptoms included elevated blood glucose. Outcomes included missed dose without medical intervention or hospitalization. It was concluded that the issue was resolved through setup completion and education, with no definitive device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.